Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A user report from swissmedic was received indicating the right ventricular (rv) lead was dislodged and the patient experienced phrenic nerve stimulation. The rv lead remains implanted and is active. Further information was not available.